Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance anomaly. No additional adverse patient effects were reported. This rv lead has not been returned.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.